Manufacturer narrative:
Submitted: (B)(6) 2019 the pump has been returned and evaluated by product analysis on (B)(6) 2019 with the following findings: device evaluation: on investigation, the battery compartment was noted to be cracked with moisture inside the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a case/condition and moisture issue. This report is made based on results of investigation completed on (B)(6) 2019.